Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, a loss of capture was observed on the right ventricular lead. It was noted that the lead was not used for pacing. A chest x-ray was performed with normal results. The patient was seen again on (B)(6) 2015 with a continued loss of capture. No changes were made and the patient would continue to be monitored.